Manufacturer narrative:
Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to a pump error 38 occurring during the rewind test. Successfully downloaded history files and traces using thump. Pump error 37 occurred several times on 11/17/2025 22:06:39.000 until 11/17/2025 22:39:13.000 and pump error 38 occurred several times on 11/17/2025 22:28:49.000 until 11/17/2025 23:06:46.000 were found in the history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Rewind anomaly was confirmed due to pump error 38. Pump error 37 and pump error 38 were confirmed in the history files and problem isolated motor. Unable to confirm high bgs. Unable to test for pump error 35 due to rewind anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglcyemia and the customer received pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast.) And the customer received pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed.) Which prevented the completion of the rewind process and resulted in a high blood glucose event. The customer reported blood glucose value of 500 mg/dl, and the hyperglycemic event treatment was not mentioned. The event involved product(s) mmt-1884, mmt-332a and mmt-399a. The pump was not exposed to a high magnetic environment. The customer was able to clear the alarm but could not complete the rewind. No further troubleshooting was performed. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer does not use sensors. No further patient complications were reported. Mmt-1884 was expected to return. Mmt-332a and mmt-399a were not expected to return.